Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device was never installed by the user. The only event recorded was successful at heartsine before dispatch. No fault was found with the returned pad device. It is considered likely the user inserted and removed the pad-pak, too quickly from the device before it completed its self test which is why the user didn't see the green led status. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.